Manufacturer narrative:
The insulin pump was received with multiple a47 alarms in alarm history due to corrupted history file. No unexpected motor error alarms or a47 alarms noted during testing. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported the customer received a motor error alarm during a basal. The insulin pump was not exposed to a high magnetic field. The customer also stated they were able to rewind the insulin pump. The customer was advised to return the insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.